Event description:
It was reported that the patient presented to the hospital for a follow up on (B)(6) 2023. During examination, it was noted that the right ventricular (rv) lead was sensing noise. Programming changes were not performed. The patient condition is unknown.

Event description:
Additional information received indicated programming changes were implemented to address the noise problem on the right ventricular (rv) lead. The patient was stable post changes and asymptomatic to the noise.

Manufacturer narrative:
Correction: b5 and h5.

Manufacturer narrative:
Correction: b5 was missing from previous report.

Event description:
New information received notes the the right ventricular lead noise was over-sensed. No interventions were made, and the issue will be monitored. The patient was asymptomatic.